Manufacturer narrative:
Analysis was performed on the returned device. The plunger, link, suture, posterior needle tip and cuffs were not returned; therefore, the reported needle to cuff miss could not be confirmed. The reported difficulty to close the foot was confirmed based on returned device condition. However, after decontamination the lever was opened to remove the biological material. The foot completely retracted. The foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via an 18f sheath. Two proglide devices were successfully pre-placed at the 10 and 2 o'clock positions. Then, while attempting to pre-place a third proglide at the 12 o'clock position, there was no suture present after the plunger was removed. Next, the footplate was closed and device removed from the patient without any resistance/difficulty; however, it was noted that although the lever was fully closed, the footplate remained partially open. The suture of one additional proglide device was successfully pre-placed at the 12 o'clock position and the tavr procedure was completed using the same 18f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.